Event description:
It was reported that the cannula detached and broke the patient's capsule. A vitrectomy was performed and the patient was left aphakic.

Manufacturer narrative:
Investigation of this event is on progress. A supplemental report will be submitted upon completion of the investigation.